Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application problems were found with the device double beeping with a cassette attached, the downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump double beeped that there was no cassette. There was no reported injury to the patient.